Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was making a beeping sound and then the pump was disabled. The product kept giving off an alarm sound (a "no message" alarm) but the screen was all black showing no error message on it. Even when the patient operated the keypads, no information was indicated on the screen. There were no reported adverse events.